Manufacturer narrative:
According to the new information there were no indications (on the complaints listed below) that they were used or had anything wrong. Customer simply returned them because they did not like them. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4).

Event description:
The forcep sparking and smoking. Insulation has separated from the collar where it goes into the handle on all items. Grasper wasn't closing all the way, and the smoking seems to be coming from the distal portion of the insert at the actual grasping mechanism. No negative impact in state of health reported. Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4). Cross reference internal complaint ID (B)(4).